Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device connection issue and/or removal difficulty was likely attributed to over torquing of the set screw; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) explant procedure, the implantable electrode was found to be stuck. After 20 minutes of failed loosening attempts, the physician used a different technique with a counterclockwise maneuver, which finally worked, and the electrode was removed. This s-ICD explant procedure was then completed successfully. No adverse patient effects were reported.